Event description:
It was reported that the customer experienced a blood glucose (bg) level of 434-450 mg/dl; cause was unknown. The customer mentioned they were nauseated, had tingling in their fingertips and their vision was slightly blurry, but no injury or permanent damage occurred. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.